Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the blood parameter probe failed the standard reference sensor test. Since the event occurred upon receipt, there was no patient involvement during this event.